Manufacturer narrative:
Failure to advance: the cause of the delivery issue was related to patient specific vascular anatomy, particularly the presence of bilateral inguinal stents and small vessel diameter, which prevented advancement of the impella catheter. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Patient's height and weight are unknown. The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was inserted via the left femoral artery in a 72-year-old male with acute myocardial infarction (ami) and cardiogenic shock (cgs). The patient¿s clinical state prior to initiation of support was unspecified. The procedure was aborted within 30 minutes due to an inability to advance the impella catheter. According to the clinical team, double stents had been placed in both inguinal arterial channels, and the impella delivery catheter could not be passed through the vasculature. No excessive force was applied, a guidewire was used, and the approximate insertion angle was 45°. Resistance was encountered at the femoral artery, and the vessel characteristics were described with an estimated vessel diameter of <4 mm, limiting compatibility for a cp device. No deterioration in the patient¿s condition occurred, and no additional mcs was required. The device was removed, and the patient survived. The delivery failure was caused by patient specific vascular anatomy, particularly the presence of bilateral inguinal stents and small vessel diameter, which prevented advancement of the impella catheter. The implantation attempt was appropriately aborted without patient harm. The impella cp will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the removal; however the removal was performed with no consequence to the patient and support.